Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a reamer handle breakage inside of the patient. However, it was not reported whether any broken pieces were retained and/or recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported reamer handle breakage could not be determined. The reamer handle was manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possibility of micro-motion and/or migration, and local irritation/discomfort of the cannot be determined. The procedure was finished using a backup device from smith and nephew, without surgical delay and no injury to the patient. Therefore, no further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The bolt connecting the reamer handle and the rod is damaged and worn. The locking mechanism used to engage and disengage the reamer handle was not returned. The device shows signs of extensive use. This case reports a reamer handle breakage inside of the patient. However, it was not reported whether any broken pieces were retained and/or recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported reamer handle breakage could not be determined. The reamer handle was manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possibility of micro-motion and/or migration, and local irritation/discomfort of the cannot be determined. The procedure was finished using a backup device from smith and nephew, without surgical delay and no injury to the patient. Therefore, no further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the reamer handle broke during surgery, while being used inside the patient. The procedure was finished using a backup device from smith and nephew, without surgical delay and no injury to the patient.